Event description:
Related manufacturer reference number: 2017865-2025-1003638. It was reported the patient's atrial lead and left ventricular lead presented with non-capture. Both leads were explanted in a procedure on (B)(6) 2025. The patient was stable.